Manufacturer narrative:
Approximate age of device 4 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted (B)(6) 2017 due to shortness of breath and rising lactate dehydrogenase (ldh). Heparin and IV (intravenous) fluids were started. On (B)(6) 2017, the patient developed left facial droop as well as arm and leg weakness. A computed tomography (CT) scan showed right mechanocirculatory system ischemic stroke. The patient was taken to interventional radiology for a thrombectomy. During the procedure, the distal internal carotid artery intima was damaged and resulted in a subarachnoid bleed. Neurosurgery was consulted and discussed prognosis with patient's family. Care was withdrawn and the patient expired on (B)(6) 2017. Pump thrombosis was suspected. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be determined through this evaluation as the product was not available for evaluation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.